Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had a patch test done and sure enough I was severely allergic') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), gait disturbance ("I can barely walk"), plantar fasciitis ("plantar fasciitis both feet"), arthralgia ("all of my joints ache"), asthenia ("I have zero energy"), emotional disorder ("I am overwhelmed from the minute I wake up"), suicidal ideation ("I have lost track of the number of times I wished I were dead in the last 2 years"), genital haemorrhage ("bleeding"), abdominal distension ("bloating"), pelvic pain ("stabbing pain"), palpitations ("heart palpitation") and urinary tract infection ("uti twice a month"). The patient was treated with surgery (I will be e free (B)(6)). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, gait disturbance, plantar fasciitis, arthralgia, asthenia, emotional disorder, suicidal ideation, genital haemorrhage, abdominal distension, pelvic pain, palpitations and urinary tract infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, asthenia, emotional disorder, gait disturbance, genital haemorrhage, palpitations, pelvic pain, plantar fasciitis, suicidal ideation and urinary tract infection to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had a patch test done and sure enough I was severely allergic') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), gait disturbance ("I can barely walk"), plantar fasciitis ("plantar fasciitis both feet"), arthralgia ("all of my joints ache"), asthenia ("I have zero energy"), emotional disorder ("I am overwhelmed from the minute I wake up"), suicidal ideation ("I have lost track of the number of times I wished I were dead in the last 2 years"), genital haemorrhage ("bleeding"), abdominal distension ("bloating"), pelvic pain ("stabbing pain"), palpitations ("heart palpitation") and urinary tract infection ("uti twice a month"). The patient was treated with surgery (I will be e free may 12). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, gait disturbance, plantar fasciitis, arthralgia, asthenia, emotional disorder, suicidal ideation, genital haemorrhage, abdominal distension, pelvic pain, palpitations and urinary tract infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, asthenia, emotional disorder, gait disturbance, genital haemorrhage, palpitations, pelvic pain, plantar fasciitis, suicidal ideation and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.